Manufacturer narrative:
The insulin pump passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) is confirmed in the downloaded history file due to broken pin 1 (vdd) trace at u1 on the keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they had issue with the audio with the insulin pump. Customer reports they did hear the differences between the two audio beep volumes. No harm a medical intervention was reported. The insulin pump will be returned for analysis.